Event description:
The reporter stated that the product was implanted at a date later that the product labeled expiry date. The product was used during a peroneal nerve repair procedure. There has been no adverse outcome to date. The device is an absorbable collagen tube designed to be an interface between the nerve and surrounding tissue.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information. According to the association of perioperative registered nurses (aorn). Recommended practice for maintaining a sterile field, effective 01/01/2006, recommendation iii, "items used within the sterile field should be sterile." Paragraph 1. "If an expiration date is provided, the date should be checked before the package is opened and the contents are delivered to the sterile field. Outdated items should not be used."